Event description:
It was reported that during the implant attempt, it was difficult to advance the lead due to it "getting stuck" in the atrium. Once the lead was in the right ventricle, it was not possible to retract the helix to allow for the lead to be moved slightly. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The lead was stretched. The inner insulation was kinked/buckled. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. Visual analysis revealed the lead was damaged at implant. The lead has been stretched so the inner tubing buckled and prevents the helix from functioning properly.